Event description:
A discordant urea nitrogen (bun) result was obtained on an dimension vista 1500 instrument for one patient. The customer repeated the sample from this patient on the same instrument after the physician questioned the result. There are no known reports of patient intervention or adverse health consequences due to the discordant bun result.

Manufacturer narrative:
The siemens technical support center (tsc) analyzed the instrument data and determined the cause of the discordant sodium result was due to user error; short sample. Siemens recommended that the customer repeat the sample. The tsc determined that there was no malfunction or instrument issue during the time of the event. The instrument is performing within specifications. Further evaluation of the device is not required.